Manufacturer narrative:
The stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.

Event description:
Clinical study. Same case as MFR# 6000093-2007-01472. It was reported that 756 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention for a non-q-wave myocardial infarction (mi). Target lesion 1 was identified in the mid left anterior descending artery (mid lad) with 75% stenosis. The target lesion was not calcified or tortuous. Target lesion 1 was treated with direct placement of a 2.50mm x 12mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal left circumflex (prox lcx) with 75% stenosis. The target lesion was not calcified or tortuous. Target lesion 2 was treated with direct placement using a 3.00mm x 12mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged the next day and prescribed aspirin and clopidogrel. At 756 days after an initial coronary index procedure and during the two year follow-up, the patient was admitted for treatment for a non q-wave myocardial infarction (mi). The mi was confirmed by the results of the cardiac enzymes and the patient was administered heparin and glycoprotein 2b/3 inhibitors. The physician assessed the relationship of the mi to the taxus stent as unknown. The physician assessed the relationship of the mi to the target vessel as probable. The patient was discharged four days later.